Event description:
During fixation of a calcaneal fracture in 2000, a 4.0mm cannulated screw was being implanted and the threads peeled. The head of the screw was retrieved without incident and the threads left in the pt.